Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that the right side of the screen is a solid black but the left half is readable. No adverse event. Pump is being returned and replaced.